Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017,via social media that the dexcom system will not work if the smart device is on the opposite side of where the dexcom is located on the patient's body. No medical intervention was reported. Additional event or patient information is not available.